Event description:
On (B)(6) 2010, pt reported he is having issues with his down arrow button on the infusion device not functioning properly. Pt stated he first noticed the issue while he was attempting to bolus. Pt reported he began experiencing this issue tonight. Pt stated the button does pop back out after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.